Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Manufacturer narrative:
A review of customer provided image was performed by an intuitive surgical inc., (isi) regulatory post market surveillance analyst. Following information was provided : the image showed that instrument had a broken cable. The 8mm cadiere forceps instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the jaws of 8mm cadiere forceps instrument were not closing properly. The procedure was completed with no reported injury. Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: the jaws of instrument would not close but, it did not result into fragment(s) falling into the patient. The movements of surgeon did not scale appropriately to the instrument. The movement was not greater or lesser than intended. The instrument did not move in intended direction. The instrument did not have an uncontrolled motion. The instrument's movement was appropriate and it moved when commanded by the surgeon without any delays. Shakiness and/or friction was not experienced. The instrument was replaced to resolve the issue. The instrument had a loose wire. The patient was not injured. The instrument was available for return to isi for evaluation. An image was provided for review.